Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is still able to hear normally, but has intermittencies and hears noises. The external equipment was exchanged, but without any change in the hearing sensations. Testing was carried out which confirmed that the device has malfunctioned.